Event description:
It was reported that tube push off and hemolysis were found during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "on (B)(6) 2019, product surveillance (ps) received an email in regard to unknown quantity of unknown product ( product#: unknown, lot#: unknown) in which there were multiple issues: first, the new clave doesn¿t allow for blood draws. The valve inside was causing the issue and what blood they do get from it was hemolyzed. Second, the ¿needle¿ piece that screws into the vacutainer does not have a luer-lock and just keeps popping out of the clave while attempting to complete a blood draw. Lastly, it seems that there was an increased risk for a stick with all the separate pieces and having to screw the needle into place. The date of event was unknown. No additional information was provided. On (B)(6) 2019, product surveillance received an email response for due diligence. The date of event was still unknown. The product number for the clave was (B)(6). The product code for the vacutainer was 367963. There no patient impact. The manufacturer for the vacutainer was bd. Sample availability was asked but still unknown."

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube push off and hemolysis were found during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "on (B)(6) 2019, product surveillance (ps) received an email in regard to unknown quantity of unknown product ( product#: unknown, lot#: unknown) in which there were multiple issues: first, the new clave doesn¿t allow for blood draws. The valve inside was causing the issue and what blood they do get from it was hemolyzed. Second, the ¿needle¿ piece that screws into the vacutainer does not have a luer-lock and just keeps popping out of the clave while attempting to complete a blood draw. Lastly, it seems that there was an increased risk for a stick with all the separate pieces and having to screw the needle into place. The date of event was unknown. No additional information was provided. On (B)(6) 2019, product surveillance received an email response for due diligence. The date of event was still unknown. The product number for the clave was 7n8399. The product code for the vacutainer was 367963. There no patient impact. The manufacturer for the vacutainer was bd. Sample availability was asked but still unknown."